Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up will be sent.

Event description:
Dealer states the alarm is not sounding and it's due to a failure of the pc board.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / other, horn defective

Event description:
Dealer states, the alarm is not sounding and it's due to a failure of the pc board.